Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Visual evaluation of the returned sample noted one opened small arctic gel pad kit present with original packaging label. Two photo samples were received for evaluation. Visual inspection noted the following: * no obvious visible defects such as cuts or tears in the foam. * no visible chips or deformities at the ends of all connectors. * tubing for all the pads noted no kinks present. * hydrogel layer absent from left thigh pad. Small patches of gel remain on the pad surface. One returned photo also confirms this issue as it shows a thigh pad missing its hydrogel layer. On all other pads, the hydrogel was intact with the pad and not separated. * no crushed dimples or signs of overlamination in the pads. * one returned photo shows a sticker for a left thigh pad, lot number ngjp1614. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel pad was not attached to the patient's skin and there was a poor contact to the skin. It seems that the hydrogel on the pad was not enough to attach. Per follow up information received via mail on 29nov2024, the complaint sample would be sent today to the bd approved facility. The issue was resolved. Hospital used a new one (arctic gel pad). Repair not needed.

Event description:
It was reported that the arctic gel pad was not attached to the patient's skin and there was a poor contact to the skin. It seems that the hydrogel on the pad was not enough to attach. Per follow up information received via mail on 29nov2024, the complaint sample would be sent today to the bd approved facility. The issue was resolved. Hospital used a new one (arctic gel pad). Repair no needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.